Event description:
It was reported when using the bd pyxis medstation system the drawer was failed. The customer stated that this malfunction occurred while user trying to issue medication to patient and caused a delay. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the scanner was failed. The field service engineer replaced the 3.1 retractor band, pyxibus cable and added protective tape to the sharp edges to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.